Event description:
It was reported the customer received a failed battery test alarm on their insulin pump. Customer also reported a blank display that was resolved after two battery changes. Customer's blood glucose was 142 mg/dl. Troubleshooting did not find any damage to the customer's battery compartment. Customer was advised to monitor their insulin pump while a replacement battery cap is being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)